Manufacturer narrative:
This report is filed on january 03, 2017. (B)(4).

Manufacturer narrative:
Device details unavailable at the time of this report, this report is filed on november 22,2016. (B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss subsequent to sustaining head trauma. It is unknown if the patient will be re-implanted with a new device as of the date of this report november 23, 2016.